Event description:
A malfunction on the pump was reported by the caller. There was no reported impact to the customer¿s blood glucose level. Technical support provided assistance with resetting the pump, and the customer was advised to continue using it while being instructed to call back if any further issues arose; the caller acknowledged and understood the guidance.